Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part: 357.340, lot: 9070980, manufacturing site: (B)(4), release to warehouse date: 25. Aug. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the connecting screw did not engage with the spiral blade. The screw appeared to be cross threaded. The surgery was prolonged about 5 minutes and was completed with using an alternative locking method. There was no patient harm. This report is for to (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Date 3/28/2018 omitted on previous follow-up. Device used for treatment, not diagnosis.

Event description:
Device report from synthes on an event in (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was conducted. The report indicates that the: part: 357.340. Lot: 9070980. Manufacturing site: haegendorf . Release to warehouse date: 25. Aug. 2014 . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: the manufacturing documents were reviewed and no complaint related issues were found. Product was not returned; therefore, no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.